Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter is unknown. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during coil embolization procedure, the orbit galaxy complex xtrasoft 3mm x 6cm coil (640cx0306 / 17720187) was the 5th coil used; it was found stretched and it was withdrawn. The procedure was completed without any report of patient injury or adverse event. The product will be returned for analysis.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during coil embolization procedure of an intracranial aneurysm, the orbit galaxy complex xtrasoft 3mm x 6cm coil (640cx0306 / 17720187) was the 5th coil used; it was found stretched and it was withdrawn. The issue occurred when the coil was being advanced through the microcatheter (unknown brand) into the aneurysm. It was confirmed that continuous flush had been maintained through the microcatheter, there was no resistance between the guidewire and the microcatheter when the physician was attempting to access the target site. There was no resistance at any time during the coil advancement through the microcatheter. Prior to this coil, the previous four coils were successfully advanced through the same microcatheter without resistance. There was no kink observe on the microcatheter that could have contributed to the stretched condition of the orbit galaxy coil. The entire coil was successfully removed from the patient without any other damage aside from the stretched condition. There was no reduction or restriction of flow from the reported issue; no significant clinical delay due to the reported issue. It was reported that the coil was withdrawn, and the procedure was completed. The procedure was completed without any report of patient injury or adverse event. The product was returned for evaluation. The investigational findings are documented below. A non-sterile orbit galaxy complex xtrasoft 3mm x 6cm coil was received coiled in a pouch. The hypotube was inspected and was found kinked at 8.5 cm and 36 cm from the proximal end. The coil introducer was zipped and without any damage noted on it. The support coil, the gripper, and the embolic coil were all contained inside the coil introducer. The gripper and the support coil did not have any damage noted on them. The gripper and the embolic coil were inspected under the microscope and the embolic coil was observed to be stretched and kinked. The reported issue that the coil was stretched was confirmed. A review of the manufacturing documentation associated with this lot (17720187) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information provided in the complaint and the stretched and kinked condition of the embolic coil on the returned device, the reported issue in the complaint was confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue that the orbit galaxy complex xtrasoft 3mm x 6cm coil found stretched during the procedure could not be conclusively determined. However, it is possible that the circumstances of the procedure and/or the manipulation and interaction of the devices may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during coil embolization procedure, the orbit galaxy complex xtrasoft 3mm x 6cm coil (640cx0306 / 17720187) was the 5th coil used; it was found stretched and it was withdrawn. The procedure was completed without any report of patient injury or adverse event. The product was returned for evaluation. The investigational findings are documented below. A non-sterile orbit galaxy complex xtrasoft 3mm x 6cm coil was received coiled in a pouch. The hypotube was inspected and was found kinked at 8.5 cm and 36 cm from the proximal end. The coil introducer was zipped and without any damage noted on it. The support coil, the gripper, and the embolic coil were all contained inside the coil introducer. The gripper and the support coil did not have any damage noted on them. The gripper and the embolic coil were inspected under the microscope and the embolic coil was observed to be stretched and kinked. The reported issue that the coil was stretched was confirmed. A review of the manufacturing documentation associated with this lot (17720187) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information provided in the complaint and the stretched and kinked condition of the embolic coil on the returned device, the reported issue in the complaint was confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue that the orbit galaxy complex xtrasoft 3mm x 6cm coil found stretched during the procedure could not be conclusively determined. However, it is possible that the circumstances of the procedure and/or the manipulation and interaction of the devices may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.